Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage while the user was handling the device, and water invaded the scope connector. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (large leak) was confirmed due to a leak from the instrument channel to biopsy port. In addition to the scattered image with an error code e315, additional evaluation findings were as follows: there was no data on the exera ID chip, there were stains on the distal end plastic cover, switch 1 to switch 4 were not working, there was a cut on the charged coupled device shrink tube, there were dents throughout the insertion tube, and the control body and scope connector were wet (dry-corrosion) after aeration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii bronchovideoscope, there was a large leak in the biopsy channel with rusty liquid. The event occurred during reprocessing. The device was returned and evaluated, and upon estimation, there was a scattered image with an error code e315. There was no patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.